Event description:
It was reported that during implantation of the pt's implantable neurostimulator system, the lead showed impedance readings greater than 4,000 ohms. The impedance test was performed four to five times. A second neurostimulator was used with the same result. The first lead was explanted and a second lead was connected to the second neurostimulator. Everything, then, was "fine." There was no visible fracture of the first lead noted. No pt symptoms were provided. The pt's outcome was stated to be "good" following the procedure. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.